Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Product information for use states: over inflation of the retention balloon has the potential to increase the risk of adverse events. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse reporting that the retention balloon of the device had been inflated to 100cc of water. Reporter stated "patient had excessive leakage of feces around anus while using device. Nurse removed 50cc of water from the balloon and then removed another 50cc from it." No patient harm was reported. No further information was provided including patient details, treatment, device replacement or outcome.